Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a blank green screen and constant beeping. There was no patient injury reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a non-OEM battery. Functional testing found blank screen with constant alarm at power up. Uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. The root cause of the reported issue was found to be incomplete software update process by customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object. The device was found on our rack where the broken equipment are and has a broken tag and no information specified. Tried to turn it on and it started beeping with blank screen. Technical support was called, and they said it needs new main board. No additional information available.